Manufacturer narrative:
Qn#: (B)(4).

Event description:
The rubber tip of a 6fr trerotola device broke off inside a patient. The doctor was unable to retrieve it. It was reported the doctor was performing a declot in fistula. Delivered tpa/heparin to clot. Felt resistance when trying to pull back. Saw under fluoroscopy that the tip was gone. The tip was located in the pulmonary artery. Started new access in femoral vein and attempted to snare. Attempts were not successful and patient was stable afterwards and discharged. Doctor said at the time of discharge the tip was in a lobe where it appeared it was not going to migrate. Patient will be coming back in for further evaluation.

Event description:
The rubber tip of a 6fr trerotola device broke off inside a patient. The doctor was unable to retrieve it. It was reported the doctor was performing a declot in fistula. Delivered tpa/heparin to clot. Felt resistance when trying to pull back. Saw under fluoroscopy that the tip was gone. The tip was located in the pulmonary artery. Started new access in femoral vein and attempted to snare. Attempts were not successful and patient was stable afterwards and discharged. Doctor said at the time of discharge the tip was in a lobe where it appeared it was not going to migrate. Patient will be coming back in for further evaluation.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.